Event description:
Reporter alleged obtaining discrepant back to back glucose results of 593 mg/dl, 384 mg/dl, 157 mg/dl and 145 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.